Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and umbilical hernia repair surgery on (B)(6) 2018 during which the surgeon noted the umbilical stalk was detached from the fascia. The mesh was grasped and removed. It was reported that the patient experienced adhesions, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.